Event description:
According to the customer, she had an extreme reaction to electrodes that were used on her. According to the customer, the "areas were red and itchy once electrodes were removed."

Manufacturer narrative:
According to the customer, she had an extreme reaction to electrodes that were used on her. According to the customer, the "areas were red and itchy once electrodes were removed. She felt unwell, so she had a bath and took reactine, then applied calamine lotion to the areas. Within 1 hour, felt unwell, her blood pressure went 195/? (Didn't remember the diastolic pressure). Her pulse was over 120bps. She had to call an ambulance and was in hospital all day. Her b.p was up and down all day and she believed that she was going to die". There was no further information. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.